Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous lad lesion exhibiting 60% stenosis. It is reported that during the procedure, the stent dislodged from the delivery system. The device was removed from it's packaging and inspected with no issues noted. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated twice using a 2.0*15mm balloon catheter at 12atm for 15 seconds. 10% stenosis remained after pre-dilatation. The device did not pass through a previously deployed stent, or cell of a stent. Resistance was noted when advancing the device to the lesion, but use of excessive force was not reported. The stent became dislodged during advancement of the device to the lesion. The dislodged stent was removed from the patient by a snare. The physician used another stent to complete the procedure without further complication. No patient injury was reported. ¿please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.